Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 397 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated while wearing it on the abdomen. For treatment, the patient changed out the pod for a new pod and gave a manual injection.

Manufacturer narrative:
The device was received fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The adhesive pad was not returned with the device. The adhesive welds were inspected & no abnormalities were seen. The cause of the reported adhesive failure could not be determined.